Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that a patient had trouble breathing while using a ventilator. The patient was reported to have been admitted to the intensive care unit (ICU). No further information has been provided at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.